Event description:
It was reported the patient presented for initial procedure. During implant, the atrial lead repeatedly dislodged and the atrial lead helix became difficult to retract. The physician elected to complete the procedure with a different lead. There were no patient consequences.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed while the event of difficulty retracting helix was confirmed. A complete lead was returned in one piece for analysis. The helix was found extended and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The helix extension length was measured within specification. The cause of the difficulty retracting the helix was due to the helix being clogged with blood/tissue.